Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a general statement during a bd clinical practice consultant site visit, that they are experiencing infusions infusing faster than expected. It was further stated that the nurses often do not report the "pump delivering faster than they expected" because they felt it was due to user error or a one time incident. It wasn't until they began discussing it amongst themselves that they realized that it might be occurring more than they realized. There was no report of patient harm.